Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. Following the reset, the pump did not display the error code again, and the caller successfully started their sensor session.